Manufacturer narrative:
Date entered for date of event is estimated because the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the "patient presented last year with dysfunctional penile implant from approximately 10 years prior." During the revision surgery, once the patient was asleep "the surgeon evaluated the valve pump and device and found it to be dysfunctional. There was audible air in the system indicating a leakage had occurred. When removing the device, he could not really identify the exact site of the leakage, the components themselves looked very old and very worn out and in fact tore with just gentle pressure on them indicating that leaving this reservoir in place was probably not a good plan as failure, probably was imminent if it had not already occurred. All components were then removed and replaced." There were no further patient complications. It was further reported that the pump was the component that tore during the removal. The patient was stable following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of leak and device malfunction was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to fluid loss through product investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the patient presented last year with dysfunctional penile implant from approximately 10 years prior. During the revision surgery, once the patient was asleep the surgeon evaluated the valve pump and device and found it to be dysfunctional. There was audible air in the system indicating a leakage had occurred. When removing the device, he could not really identify the exact site of the leakage, the components themselves looked very old and very worn out and in fact tore with just gentle pressure on them indicating that leaving this reservoir in place was probably not a good plan as failure, probably was imminent if it had not already occurred. All components were then removed and replaced. There were no further patient complications. It was further reported that the pump was the component that tore during the removal. The patient was stable following the surgery.